Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the amo silver series lens injector system. During lens delivery the capsular bag tore and required intervention to remove and replace the iol with a different lens model.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.